Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the inability to remove the obturator is confirmed; however, the root cause could not be determined. One video was returned for evaluation. The video depicted an implanted intraosseous needle and the power driver. An initial visual observation of the video showed the implanted device. The power driver was connected and disconnected from the adapter hub multiple times without removing the obturator. Additionally, the video showed an attempt to drill further and then remove the obturator which was also unsuccessful. Possible contributing factors include excessive torque or overtightening, damaged needle bevel, steep insertion angle, and excessive force used during insertion. However, the specific root cause of unsuccessful obturator removal could not be determined based on the returned video. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported; the needle would not disconnect from the hub. There were no scars/signs of hardware. Location site was distal femur, size 45mm. No injury due to failure. But it was during a CPR.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.